Event description:
Reporter states his wife encountered issues in the respiratory intensive care unit while on a nasal cannula. The device wouldn't stabilize in which her medical team could not determine her titration level for fio2 due to a damaged cannula. The reporter noticed the cannula was torn, however he could not determine whether the device was damaged prior to use or gradually during his wife's treatment. He also notes the device was making noises. The pt later passed away from possible related complications. His wife was being treated at aurora st luke's medical center in (B)(6). He has also reported this event to the MFR under rec# (B)(4).